Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had system over temperature and pump automatically goes into standby. No injury and harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) unable to replicate issue. Further conversation with staff did not reveal anything of note. Device function confirmed to be proper. Unable to find logs that are consistent with issue. Ready for patient use. Returned to customer.